Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with an unknown mentor breast prosthesis. Capsular contracture baker grade iii on the left breast prosthesis was diagnosed post procedure at the doctor¿s office. As a result, the patient underwent unilateral removal and replacement with a mentor memorygel breast implant 325cc gel prosthesis on (B)(6) 2018; catalog # 3503254bc, s/n (B)(4).

Manufacturer narrative:
The device was returned at mentor containing gel with a clear appearance. No foreign material was observed within the device. White material and gel were observed on the shell surface. Mentor product analysis lab¿s visual examination of the device revealed a crease on the anterior view. A rent was discovered at the end of the crease measuring 7.0 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. A rent and crease were found on the reported device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. The device history record (DHR) for the lot number 7356964 was reviewed on (B)(6) 2018, and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing or that the rent and crease were the root cause of the capsular contracture. According to the information provided, mentor product analysis lab concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 10/30/2018, and has been identified as a mentor memorygel breast implant 325cc gel prosthesis. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 1/10/2019 indicated the patient underwent implantation of the device on (B)(6) 2017. (B)(4).